Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number; please send email when lot number becomes available. ¿will do. Please confirm, does the broken needle tip still remain in the patient¿s body? ¿yes, it does. Were x-rays taken? ¿no, they weren¿t. What is the size of the needle piece? ¿it is 24 mm. (The needle-suture was sxpp1a100pk. ). What is the location where needle piece was found?...the needle was not found. Are there any plans to remove the needle piece? ¿no, there are not. The dr. Judged the needle piece inside the body will not cause any adverse patient consequences. Was any additional dissection or damage to the patient tissue as a result of searching for the needle tip? ¿no it wasn¿t.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2017 and the suture was used. During the procedure, when 3/4 of the surgical wound was closed, the tip of the needle was broken. It was also reported that since many stitches were necessary, the doctor was careful not to hold the needle at the tip and when pulling the needle out of the tissue while suturing, there is a possibility that the doctor held the tip of the needle with strong force with a needle holder. The suture was attached to a split-eye needle to complete suturing of the wound and the procedure was completed without removing the broken piece and without any additional tissue dissection. The doctor opined that, when considering the position where the broken piece remains, the needle piece inside the body will not cause any adverse patient consequences. The patient is in the hospital. Any adverse consequences have not been seen so far. No further medical treatment is scheduled.